Event description:
It was reported that the surgeon inserted an aa4204tf silicone plate lens with toric optic and the haptic was torn during insertion. The incision was enlarged slightly to remove the lens but no suture was required.